Manufacturer narrative:
The customer observed falsely elevated patient results, while using architect stat troponin-I, list 2k41-38, lot 03951un12. Product evaluation was completed in order to investigate this issue. Accuracy testing was completed using retained kits of reagent lot 03951un12. Acceptance criteria were met, which indicates acceptable product performance. Review of ticket trending did not identify atypical complaint activity. Based on the evaluation results, no product deficiency was identified and no malfunction was suggested since retest of the original sample produced acceptable results.

Event description:
The customer stated that one patient sample (sid (B)(6)) generated false positive results for the architect troponin assay. The customer is using a cutoff point of 0.03 ng/ml and the patient sample generated positive results of 0.119 and 0.039 ng/ml. The same patient sample was retested with results of 0.29, 0.021 and 0.032 ng/ml. The patient had a history of metastatic disease and the physician did not suspect a cardiac condition behind the discrepant results. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.